Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the pacemaker itself as well as the inspection of the quality documents associated with the manufacture of the lead and the pacemaker. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated properly, and the memory content was analyzed indicating no anomalies. The battery status showed 100 percent. The header of the pacemaker was visually inspected. The visual inspection revealed that the ventricular set screw was attached to a medtronic torque wrench (tw). After separation of tw and screw signs of abrasion were visible, indicating a misaligned insertion of the tw into the inner hexagon of the set screw. Generally, only the use of a biotronik tw is recommended for use with biotronik devices. Further investigation did not show any anomalies, in particular no foreign material inside the header bores was found. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, a sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes . -

Event description:
Rv lead dislodgement occurred. A reposition was attempted but could not be completed so the lead was removed and a new lead connected to the device. Should additional information be received, this file will be updated.